Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that there was no display. The field engineer reported that the customer was experiencing intermittent no boot issues. There is no report of pt injury.